Event description:
The customer reported that a patient received a blood transfusion after a red blood cell exchange (rbcx). The patient did not get the full treatment due to port issues and they stopped after 5 units instead of receiving 6 units. Patient information and outcome are unknown at this time. The customer failed to respond to multiple attempts to obtain essential information. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Lot number, manufacture and expiry date are not available at this time. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
Investigation: the customer failed to respond to request for disposable lot number. Therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. The run data file (rdf) was analyzed for this event. All systems remained in place and the appropriate alarms were raised. The device was found to be performing as intended. The final fluid balance and target hematocrit were achieved as programmed. Root cause: a root cause assessment was performed for the adverse event that necessitated transfusion of blood products post rbcx procedure. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: * patient¿s underlying disease state * operator replace fluid hematocrit entry error resulted in patient with end hematocrit lower than expected.

Event description:
The customer reported that a patient received a blood transfusion after a red blood cell exchange (rbcx). The patient did not get the full treatment due to port issues and they stopped after 5 units instead of receiving 6 units. The customer failed to respond to multiple attempts to obtain essential information, including patient ID, age and outcome. Donor gender and weight were obtained from the run data file (rdf). The collection set is not available for return because it was discarded by the customer.